Event description:
It was reported that the insulin pump alarmed several errors and experienced an off, no power alarm without any low battery indicator. The blood glucose reading was 135 mg/dl. The customer stated that she saw a black circle on top of the insulin pump screen. Upon troubleshooting, the insulin pump passed the self test. She was advised to monitor the insulin pump, since the insulin pump had experienced an unexpected restart with no other issues.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.